Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3 and thick septum. A triclip was implanted without issues. A second triclip xtw was inserted and grasping was performed. However, difficulties visualizing the clip and difficulties grasping both leaflets occurred. The clip was inverted in an attempt to reposition. However, the clip became stuck. With tiny movements, the clip suddenly jumped back into the atrium. Several attempts were made to grasp the leaflets, but it was no longer possible to grasp the lateral leaflet. The clip was retracted and an echocardiogram revealed a damaged lateral leaflet. It was noted that in echo, it looked like there was a hole in the lateral leaflet. The clip was removed from the patient. The procedure was with one clip implanted, and the tr increased to a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported issues could not be replicated in a testing environment as they were related to patient anatomy and/or procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unintended movement appears to be a cascading event of the difficult removal from anatomy. A cause for the reported difficult removal from anatomy could not be conclusively determined. A cause for the reported failure to grasp the leaflet could not be conclusively determined. It is possible that poor imaging contributed to this event. However, this cannot be confirmed. The reported failure to capture the leaflets appears to be a cascading event of the tissue injury. The reported poor imaging is a result of procedural conditions, per case details. The reported tissue injury and worsening tricuspid regurgitation appear to be cascading events of the difficult removal from anatomy. Additionally, the reported patient effects of tissue injury and tricuspid regurgitation, as listed in the triclip g4 system instructions for use, are known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.